Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a sidecut tag turned into a torn flap when the patient moved his right eye upward. Surgeon ended up aborting the treatment. Left eye was completed with no issues. Pre op best corrected visual acuity (bcva) for the right eye was 20/15 and the current bcva is 20/20. Surgeon plans to retreat the patient (B)(6). He is leaning towards a prk (photorefractive keratectomy), however, this surgeon is not 100% sure. Patient is doing well. There were no similar issues before or after this patient.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.